Event description:
The customer obtained a glucose result of 260 mg/dl on a quality control sample that had a target value of 86 mg/dl. Troubleshooting resolved this issue. There was no report of patient harm as a result of this event.